Event description:
Received information from a tandem employee indicating, a pt had been hospitalized due to suspected diabetic ketoacidosis. During conversation with pt, pt stated, she had experienced insulin resistance and her doctor decided to put her on insulin drip. Pt's bg levels were stabilized and released from hospital.

Manufacturer narrative:
Device has not been returned for eval. Should new information become available, a follow-up MDR will be submitted. Event not likely to lead to death, t:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.